Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with all buttons responding properly. No button keypad anomalies were noted. Insulin pump received with minor scratches on lcd window.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer's blood glucose was 218 mg/dl. The discontinuation of the device was advised. Nothing further was reported.